Event description:
One pt sample with discrepant potassium results. Initial result gave 2.7 mmol/l; sample repeated gave 4.7 mmol/l. User inspected pt sample and found a clot in the sample, which was removed. Sample was repeated giving 4.8 mmol/l. Erroneous result was reported. Pt not adversely affected. Customer performed maintenance and troubleshooting activities which resolved the issue.